Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2001 due to stress urinary incontinence. Following insertion, the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, adhesions and urethral diverticulum. It was reported that patient underwent the following procedures: (B)(6) 2007: transvaginal urethrolysis due to significant obstructive voiding symptoms following mesh procedure; (B)(6) 2009: interstim scaral neuromodulation stage I and ii due to refractory urinary urge incontinence; (B)(6) 2011: interstim lead removal and replacement, using fluoroscopic guidance due to malfunctioning interstim lead. (B)(4).